Event description:
It was reported that a large volume multirate infusor was involved in an underinfusion incident. The device was filled with an unspecified volume of fluorouracil and was programmed to infuse over a span of 48 hours; however, the infusion was not finished 24 after the expected completion time. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14d056 was manufactured april 25, 2014 - april, 26 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.